Event description:
Implant date: 1993. It is alleged that around 2003 the pt complained of pain and x-ray showed a fractured rod. Second surgery to replace the device on an unk date. Fusion status is unk.